Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side intracapsular rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and brown particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge opening in the shell with nick. A dimension measurement in the shell was performed which identify the thickness within specification.based on the device analysis the final assessment is: a sharp edge opening in the shell with nick in the side posterior assessed as surgical impact opening.

Event description:
Healthcare professional additionally reported capsular contracture baker grade IV. Device has been explanted.